Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and perforation. Lead was explanted and was replaced. Patient is stable. No additional adverse patient effects were reported.